Event description:
It was reported the paper drawer and printer are broken. The programmer was returned for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the printer and paper drawer were broken. It was also noted that there was a bent tab on the power cord bay door, the electrocardiogram (ECG) connector was loose, and the system fan was noisy. (B)(4).